Manufacturer narrative:
Reservoir model- 720185-01, lot sn- (B)(4), mfg date- 07/26/2019, exp date- unknown, gtin- (B)(4). Device not returned for evaluation.

Event description:
It was reported that due to a fluid leak the patient had his inflatable penile prosthesis (ipp) removed and replaced. The old reservoir was drained and left implanted on the left side. A new reservoir was implanted on the right side. The ipp was explanted and a new device consisting of cylinders, pump and reservoir were implanted. It was further reported that the device stopped working one month ago, and the patient status following this surgery was fine. The device will not be sent back for evaluation.